Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection was performed with no abnormalities noted. The device was primed and running from customer's set up for about 10 minutes. Found degradation/air bubble on dso seal; however, the customer's reported failure of error code 41541 could not be duplicated. The probable root cause for the error was attributed to the main board. As a result, the main board was replaced, along with the dso sensor, lcd, latch flex sensor, keypad, and labels. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had error code 41541. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
A1: patient identifier; dc a3: patient sex; male. B5: additional information provided and there was delay in infusion therapy; probably not harmful, but not quite clear. One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported event cannot be duplicated. However the error code was found in the event history log. No problem found through functional testing.